Event description:
Reporter stated that pt went to hospital and received treatment for high blood glucose (549 mg/dl) while wearing device (pt also tested positive for ketones). Treatment received: IV insulin.